Manufacturer narrative:
The unexposed portion of the soft cannula was observed to have a tear in it. Fluid was seen leaving the hole in the cannula. Corrosion was observed in the needle mechanism, and on the top housing. The data did not show any signs of struggle or pulse width increase indicating a failure to deliver insulin. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient was administered a correction but the blood glucose levels were not coming down.